Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus thailand for evaluation. Olympus thailand checked the subject device and duplicated the reported phenomenon which occurred due to the printed circuit board failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the printed circuit board failure of the subject device; -factors effects which could be occurred with a usage environment, etc., not the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.